Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
Impedance increase and faulty screw mechanism were reported, along with a micro-dislodgement and no pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.